Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge fit issue eventually lead to the customer's inability to successfully load a cartridge. Reportedly, the cartridge would not fit snuggly against the pump. Customer was unable to report specific blood glucose level but stated that levels were high and delivered a corrective manual injection to address the issue. Customer reverted to manual injections for insulin therapy.